Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4, h4: additional information provided. H3, h6: part: 04.037.142s; synthes lot: h743778; supplier lot: n/a; release to warehouse date: october 26, 2018; expiration date: august 31, 2028; manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: visual inspection performed at customer quality observed that the tfna nail is stuck to the insertion handle. No new malfunction was identified. Received condition agrees with complaint description. Functional test: functional test was not performed because tfna nail is stuck with insertion handle. Separation of the devices was attempted unsuccessfully. Replication of the complaint condition is able to be replicated. Dimensional analysis: dimensional analysis was not performed due to received condition of the device. Document inspection: the following documents were reviewed: 11 mm ti tronchanteric femoral nails. A device history review was performed for the returned instrument¿s lot number and no ncrs, material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: this complaint is confirmed. While no definitive root cause could be determined, it is possible that any unintended forces encountered by the device during its usage or handling could have led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 04/09/2019: updated event description: it was reported that on (B)(6) 2019 during a left hip intramedullary nailing surgery, there was a short tfna nail that became stuck on an insertion handle. The t-handle ball hex screwdriver was bent while trying to remove the tfna nail from the radiolucent insertion handle. The procedure was successfully completed with forty-five (45) minutes surgical delay. Patient status is unknown. This complaint involves three (3) devices.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a left hip intermedullary nailing surgery. There was a short tfna nail that became stuck on a insertion handle during the procedure. The procedure was successfully completed with a forty-five (45) minute delay. Patient status is unknown. This report is for one (1) 11mm/130 deg ti cann tfna 170mm - sterile. This is report 3 of 3 for (B)(4).